Event description:
During a surgical procedure a clip applier device had a piece come off into the patient's abdomen. The resident using the device noticed this and removed the piece and asked to replace the device.